Manufacturer narrative:
H3/h6: the suspect pump was returned for evaluation. The service history review identified no indication that the complaint was related to a service of the device within the review period. The device was visually inspected. A detached downstream occlusion (dso) seal was noted. Functional testing was performed. And the reported issue was not confirmed. Review of the event history log (ehl) found a reported error code41622 but not replicated through testing. The dso seal was replaced. The device passed all functional testing after repair.

Event description:
It was reported that the pump exhibited error code 41622 and quit pumping. There was patient involvement, no injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.